Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates that a nurse at (B)(6) hosp slipped and fell while pushing a stretcher with a pt on it and the pt fell out of the stretcher as well. No injury. The account stated that the steer caster on the stretcher was shaking, which caused the nurse to lose control of the stretcher. The stretcher was shaking so much that the pt's leg started to fall off the stretcher. The steer caster was locked opposite of the other three casters which were in the trailing position. The position of the steer caster was the cause of the shaking.